Event description:
During a gu procedure the morcellator foot pedal malfunctioned. The pedal was tested prior to the surgery beginning, but then when the time came during the procedure for the morcellator to be used the pedal was no longer working. We swapped out the hand piece and checked all the connections on the unit to rule out other causes of the malfunction. The foot pedal was unrepairable and a replacement foot pedal was obtained. (B)(4).